Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the life vest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open, bleeding sore under the electrodes of the life vest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician suggested readjusting the electrodes to avoid irritated areas. Follow up indicated that the skin irritation improved.